Event description:
Caller alleged discrepant inratio results. Time between tests: a few seconds. Therapeutic range: 2-3. Patient's coumadin dose was increased on (B)(6) based on the inratio result. The patient observed bleeding on (B)(6) from a small scrape on the upper arm. The patient self tester described it as copious and taking a long time to stop bleeding. The patient's coumadin dose was withheld on (B)(6) due to the lab result. Customer reports the same finger stick site was used to test on both the doctor's poc meter and the inratio2 monitor. The first drop of blood went to the doctor's poc meter.

Manufacturer narrative:
Investigation pending.